Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited competitive atrial pacing episodes and under-sensing. No intervention was performed. No patient consequences were noted.

Event description:
New information received noted that the pacemaker was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
Reported event of under-sensing and pacing problem were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed, including, output verification, sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of sensing or pacing problem. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
Review of the transmission revealed that the pacemaker exhibited under sensing resulting to inappropriate mode switch.